Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer fell and landed on the pump causing the pump touch screen to become shattered; consequently, customer could no longer interact with the pump. Customer's blood glucose was 115 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.